Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Hearing performance with the device was reportedly affected. No trauma has been reported. The patient was re-implanted on (B)(6) 2017.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, an accident or impact might have weakened the fixation of the electrode which led to electrode mobility. The problems given in the patient report appear to match the damage found.

Event description:
The device was received at the manufacturer's for investigation. Hearing performance with the device was reportedly affected. No trauma has been reported. The recipient was re-implanted.